Event description:
It was reported the patient is unable to maintain communication between the patient programmer and the implantable neurostimulator (ins). Troubleshooting with additional programmers yielded the same results. Surgical intervention may be undertaken at a later date.

Event description:
Additional information indicated the device was replaced. This patient is part of the target clinical study.